Event description:
The customer reported the system had a cine not available error and the cine feature would not function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.